Event description:
It was reported that one day post implant the atrial lead dislodged and fell into the ventricul. The atrial lead was repositioned and remains in use. It was also so reported that at the time of repositioning the atrial lead the right ventricular (rv) lead had high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.